Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the haptic tore upon insertion. The lens was removed without enlarging the incision and a suture was placed.

Manufacturer narrative:
Evaluation codes: results-(other): visual inspection of the returned product showed that the optic had been torn into pieces and a part of it was torn off and was missing. Additionally, a haptic was torn off. There was a clear surgical residue on the lens. Conclusion -(no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.